Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/24/2023, it was reported by a sales representative via phone that an ar-3653ttsp knotless 2.6 fibertak suture would not deploy. This occurred during a bankart procedure on 10/24/2023. The case was completed using another ar-3653ttsp that worked accordingly. An extra hole needed to be drilled that was not initially planned for.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.